Manufacturer narrative:
The sensor module for level monitoring was requested for further investigation. No deviations could be detected and the module worked as expected. A serial read out of the module has been analyzed and no error messages were stored on the microcontroller. Based on the above, the root cause of the reported event could not be determined. Since the error was not reproduced during the visit of the field service representative at the customer's site and during the intensive tests at livanova , it is reasonable to think that the issue is not device-related. It is likely that the level monitoring function was not correctly assigned to the arterial pump.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not confirm the reported event. The s5 system was working properly. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a case where a s5 system was used, some air was pumped into the oxygenator. There was no report of patient injury.